Manufacturer narrative:
The device was returned for investigation. Functional test were performed. The reported problem was not replicated during the investigation. However, the battery removed alarm messages were found in the pump's event log. The root cause could not be determined. The motor was replaced as a preventative measure. A DHR review was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review.

Event description:
It was reported that the battery removed alarm occurred while testing. No patient injury was reported.